Manufacturer narrative:
Internal insulation abrasion was noted at 15.8 cm from the connector pin and suture tie impressions were noted at 19.2 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.